Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a high out of range pacing impedance measurement on the non-boston scientific right atrial (ra) lead connected to this device. The patient was noted to be in atrial fibrillation when evaluated. No adverse patient effects were reported. This pacemaker and leads remain in service.